Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant using an 14f amulet delivery system. During the procedure, while implanting, it was observed that the occluder detached itself from the delivery system. It was noted to be a complete detachment. The procedure was completed using a new 25mm amplatzer amulet. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of premature separation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported premature separation could not be determined. It is possible that procedural circumstances (insufficient attachment between prosthesis and delivery cable). The reported unexpected medical intervention was result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.